Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated an unapproved lens/cartridge combination and viscoelastic. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 12/16/2011 and 12/20/2011 by fax, phone and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4).

Event description:
A surgical coordinator reported a patient with blurry vision following intraocular lens (iol) implant surgery. In a follow-up, the clinical director reported the iol was exchanged for another model iol. She stated that the patient is very happy with the current vision in this eye. The clinical director indicated the use of an unapproved viscoelastic and handpiece combination. There are two medical device reports associated with this event. This report is for the left eye.